Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the head of the gray dilator of two 5f (11 cm) .035-inch brite tip sheath introducers broke off. There was no reported patient injury. The devices were not inserted into the patient, and the tips broke off on the back table. Both devices were from the same lot number and were used during the same case. The devices will not be returned for evaluation.

Manufacturer narrative:
As reported, the head of the gray dilator of two 5f (11 cm) .035-inch brite tip sheath introducers broke off. There was no reported patient injury. The devices were not inserted into the patient, and the tips broke off on the back table. Both devices were from the same lot number and were used during the same case. Per the account, additional information is not available. The devices were not returned for evaluation. The devices associated with both complaints have the same lot number. A product history record (phr) review of lot 18450955 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vessel dilator ¿ separated¿ could not be substantiated for either device because the devices were not returned for evaluation and images were not provided. Based on a review of the device instructions for use (IFU), labeling includes general precautions related to device labeling and set-up; however, the reported vessel dilator head separation occurred on the back table prior to patient insertion, with no reported patient injury and limited additional information available. Therefore, the root cause of the reported event and the applicability of labeling to a specific failure mechanism could not be determined based on the information available at the time of review. Based on the available information, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.